Event description:
It was reported that a patient experienced peritonitis. The patient was hospitalized for the event on the same day. The next day, the pd catheter was removed, pd therapy was withdrawn and the patient was transferred to hemodialysis. The treatment for the peritonitis included vancomycin and gentamicin (dosage, frequency, and route not reported). While hospitalized, the patient experienced a fatal and unspecified cardiac event. The patient was still recovering from peritonitis at the time of death. It was not reported if an autopsy was performed. Additional information was requested, however, was not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. Baxter has conducted a trend review and found that similar reports for peritonitis have been received. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).